Manufacturer narrative:
No product problem was identified during the course of the investigation of kit lot g11772. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) reported sars-cov-2 result discrepancies for six patient samples tested with the cobas 6800 system and rotorgene q system. Four of the 6 samples generated positive target 1 (cov-2) and target 2 (sarbecovirus) results with the cobas 6800 sars-cov-2 test and were negative with the rotorgene q system (detected orf). Two of the 6 samples generated only positive target 1 results with the cobas 6800 sars-cov-2 test and were negative with the rotorgene q system (detected orf). The negative results generated with the rotorgene q system were reported out as the patients were not symptomatic. It was noted the patients are being tested for travel purposes only. No harm or injury was indicated. The samples were nasal swabs collected in viral transport media. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal and oropharyngeal swab samples from patients with signs and symptoms suggestive of covid-19 (e.g., fever and/or symptoms of acute respiratory illness). The cobas sars-cov-2 is a qualitative test for use on the cobas 6800 system and cobas 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline. Within the principles of the procedure section of the cobas sars-cov-2 test, it notes that selective amplification of target nucleic acid from the sample is achieved by the use of target-specific forward and reverse primers for orf1/a non-structural region that is unique to sars-cov-2. Additionally, a conserved region in the structural protein envelope e-gene were chosen for pan-sarbecovirus detection. The pan-sarbecovirus detection sets will also detect sars-cov-2 virus. No product problem was identified during the course of the investigation of kit lot g11772.